Manufacturer narrative:
(B)(4). Six events were reported for this quarter. Two devices were received. One event was duplicated during testing. The device was found to be affected by corrosion. One device evaluation is in progress. Four devices are available for evaluation but have not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device overheated. Five events had no patient involvement; no patient impact. One event had no known patient involvement; no known patient impact.

Event description:
This report summarizes 6 malfunction events in which the device overheated. 5 events had no patient involvement; no patient impact. 1 event had no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 5 previously reported events are included in this follow-up record.   Product return status: 5 devices were received for evaluation.   Evaluation status: 4 reported events were confirmed during testing.  2 devices were found to be affected by corrosion. 2 devices were found to be affected by damaged/shattered bearings. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by corrosion.   Additional information: 5 devices were not labeled for single-use. 5 devices were not reprocessed and reused.